Event description:
It was reported that prior to a sleeve gastrectomy procedure, when the cartridge was attempted to be loaded into the cartridge half, it kept falling out. The jaw would not hold the green cartridge. The cartridge half was too big or damaged not allowing it to hold the cartridge in place. The device was replaced. No patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. A test cartridge was loaded into the device and the cartridge seemed to take less force to snap into the anvil; however, the force was seen to be acceptable. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.